Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® plus citrate tube an unspecified number of samples overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo indicated a satisfactory draw level. Additionally, 20 retained samples from each lot number were tested using a functional test and all tubes met specifications. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5079142 for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® plus citrate tube an unspecified number of samples overfilled. There was no health impact or consequences reported.